Event description:
I applied an equate band fabric bandage to freshly washed, dry skin of my forearm to cover a patch of ringworm. In the morning when I removed the bandage, I had red irritated skin in the shape of the bandage. Days later it still itches & burns. I am allergic to latex and these stated on the package to contain no natural latex, but my reaction is similar to what I've experienced from latex reactions in the past.